Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h set, an external leakage was observed, specified as at ¿the connection part of dialyzer¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however two pictures were provided for evaluation. The reported problem could not be visually identified with inspection of the pictures. Should additional relevant information become available, a supplemental report will be submitted.